Event description:
The pt received two leads with the same lot number. It was reported stimulation is ineffective and is no longer controlling the pt's pain. Follow-up identified the right leads appears to be fractured at the lead anchor site. Reprogramming was unsuccessful. The pt will decide the next course of action at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.